Event description:
Customer's wife reported customer was having unexplained low blood glucose. Customer's blood glucose was 39 mg/dl. He ate a cinnamon roll and his blood glucose rose to 86 mg/dl, but it went down again. The drive support cap appears normal. Customer last changed his infusion set two days ago. Customer uses proper priming technique. Troubleshooting could not be completed because customer had to go. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.